Manufacturer narrative:
Concomitant medical products: product ID: dtmb2d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing the end of a paced rwave. The device was reprogrammed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.